Event description:
It was reported that the patients' leads of the spinal cord stimulator (scs) system migrated. The patient underwent a procedure in which the leads were repositioned. The patient is doing well post operatively. No devices will be returned as they all remain implanted. No additional information has been provided as the physician does not provide patient or event details or updates.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.